Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited oversensing noise leading to pacing inhibition with no asystole greater than two seconds. At that time no intervention or changes were made to the system. Approximately one year later the physician noted that the oversensing of noise continued along with high threshold measurements and intermittent rv capture. A revision procedure was performed where the rv lead was surgically abandoned. The pacemaker was also explanted during the procedure as it was nearing elective replacement indicator (eri). No additional adverse patient effects were reported.